Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 4 am with a high blood glucose levels. The customer did not provide the blood glucose value at the time of the hospitalization. The customer was treated for their blood glucose with IV fluids and was assisted by paramedics. The customer stated that they forgot to hook up to the insulin pump after taking a shower. The custom has been off the insulin pump for 12 hours. The customer did not troubleshoot the issue and did not return the device for analysis.